Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging a power (battery life w/damage) issue. It was noted that the battery life was less than expected and the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2019 with the following findings: during investigation, the battery compartment was cracked. Unable to investigate reported short battery life due to no power to pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.